Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals that were sensed by the device, resulting in the loss of bi-ventricular therapy. This device had been in service for 16 days. It was reported that >3000 ohms impedance was observed on this transvenous defibrillation lead, with resultant loss of capture. One day later, thresholds and impedance returned to within normal limits. The physician elected to explant and replace this crt-d with a similar device. Measurements on this lead were within normal limits (when obtained with a psa), thus the physician elected to leave this lead in service. There have been no reported symptoms associated with this clinical observation.